Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided them with complete pump reset information and guided them through the reset process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.